Manufacturer narrative:
Correction: previously reported " first notification date", g3 - reportable aware date", and b3 - date of event were should have been may 12, 2021, rather than may 11, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-implant with the right atrial lead inappropriately capturing the right ventricle. Chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.